Manufacturer narrative:
UDI number: (B)(4). This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve in the aortic position, the valve frame was caught on calcium transecting the iliac. Per report, a 14fr esheath was placed in the right femoral artery with no problem, and while advancing the valve, there was resistance noted during insertion of the delivery system into the esheath. The valve was stuck in the right common iliac artery due to a tine from the valve frame was caught on the sheath and transected the iliac. The devices were removed as a unit. A stent was placed to repair the artery. The patient is well post procedure.

Manufacturer narrative:
Update section d10.  Please reference related manufacturer report no: 2015691-2020-12317.  The valve was returned crimped on the inflation balloon after used in procedure.  Imagery of patient¿s anatomy was reviewed and the following was observed:  patient¿s access vessels were visibly calcified, and the minimum luminal diameter (mld) of the patient¿s accessed side is undersized (<5.5mm); access vessels had calcification.  Visual inspection was performed and the following was observed:  two (2) struts were bent outwardly on the valve inflow side; post-expanded valve: o two (2) struts were bent outwardly on the valve inflow side near cp2.  Frame was distorted/damaged. All struts exposed through the skirt, normal after crimped and used. All leaflets were wrinkled and dehydrated due to the storage condition (prolong crimping) during the return handling process.  No functional or dimensional testing was able to be performed due to device return condition (frame distorted/damaged).  During manufacturing, the valve frames are 100% visually inspected by both manufacturing and quality for any defects.  After cleaning and drying cycle, the valve frames are 100% visually inspected under a minimum 10x magnification for deformation, grooves, broken strut and scratches. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging. These inspections during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for frame damaged during use.  A review of the complaint history from july 2019 to june 2020 revealed additional similar returned complaints for sapein 3 ultra valve (all sizes) for frame damaged during use. The complaints were confirmed, but no manufacturing nonconformities were identified during the evaluation. Available information suggests that patient/procedural factors may have contributed to the complaint events.  A review of the complaint history revealed that the occurrence rate did not exceed the june 2020 control limit for the trend category. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on the returned product, but no potential manufacturing non-conformance were identified. A review of the lot history, DHR, manufacturing mitigations and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿the valve frame was caught on calcium transecting the iliac. Per report, 14fr sheath was placed in the right femoral artery with no problem, and while advancing the valve, the valve was stuck in the right common iliac artery due to a tine from the valve frame was caught on the sheath and transected the iliac.¿ additional imagery review, patient had undersized mld (minimum luminal diameter). The presence of calcification and undersized mld can create a challenging pathway for delivery system insertion through the sheath and lead to resistance and high push force. So, if excessive force was applied to advance the delivery system with crimped valve, the valve could be damaged within the sheath. Per training manual, ¿push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿ and ¿do not over-manipulate the sheath at any time¿. As such, available information suggests that patient factors (access vessel calcification/undersized mld) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A corrective/preventive action (CAPA) has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. Since no product non-conformances were identified, a product risk assessment escalation is not required.  However, a risk assessment was initiated to assess patient risks associated with valve frame damaged during use for s3u with the commander delivery system and esheath configuration.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.